Event description:
Patient enrolled into the create pas trial. The stent jumped forward and missed the lesion. The subject received a second stent which was placed in the common carotid overlapping the first stent to ensure better coverage of the lesion distally in the proximal segment at the bifurcation. No injury to the patient reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.